Event description:
The customer reported that the device activated on its own without the activation button being pressed. Another device was used to complete the procedure without incident. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.